Manufacturer narrative:
Further evaluation of the device found the issue (no image) was due to a loose connection between the liquid crystal display (lcd) and the printed circuit board. The issue was resolved by adjusting the cable connection. After fixing the connection, the equipment was kept under observation for two days and all functions were found to be ok. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus technician reported that during inspection of the device, there was no image on the high definition lcd monitor. There was no report of patient impact due to the event, as the issue was identified during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a connection failure between the liquid crystal display panel and the printed circuit board. The specific root cause of the connection failure between the liquid crystal display and the printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.